Manufacturer narrative:
As received, the device was returned for analysis. Device image analysis indicated that battery impedance trend had gradually increased and this corresponded with the gradual decrease in battery voltage trend. Further analysis performed did not reveal any anomalies. The device battery voltage and cell impedance show that the device is still within normal operating range. The calculated remaining longevity in the lab and the longevity calculation provided by the field indicated the battery depletion was in normal range.

Event description:
Upon interrogation, the battery impedance displayed a decreasing trend. The device was explanted and replaced due to suspected premature battery depletion. The patient was stable with no adverse consequences.